Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose value was 400 mg/dl. Customer also specified other relevant blood glucose value was 300 mg/dl and 312 mg/dl. The customer treated with manual injection and insulin pump for high blood glucose. The product will not return for analysis.